Event description:
The following event was reported to the clinical safety officer as part of ees clinical trial cm-99-000. In tonsillectomy: pt underwent tonsillectomy with the harmonic scalpel in 2000. Subject had significant history of chronic tonsillitis, tonsillar hypertrophy and sleep obstruction. Later in 2000 a left tonsillar fossa, mild oozing of blood, was reported. The pt was taken to the operating room to cauterize the left post tonsillar bleed, then admitted for 23 hour observation. The surgeon felt this event was possibly related to the harmonic scalpel. The pt recovered without sequelae.